Event description:
Per the clinic, the patient experienced pain at the implant site since 2021 and performance decrement. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025.

Manufacturer narrative:
Device analysis report attached.